Event description:
The initial reporter received questionable chol2 cholesterol gen.2, elecsys total psa immunoassay, and iron2 iron gen.2 results from 1 patient on a cobas 8000 cobas c 701 module. The customer was unable to obtain plausible results from 1 patient's samples. The dates of testing were (B)(6) 2022. All samples gave a result of "???" For all tests except for iron on (B)(6) 2022. The result was requested but not provided. It is suspected that there may be an interfering factor in the patient sample. No questionable results were reported outside of the laboratory. The analyzer serial number is (B)(4). This medwatch will cover psa. Refer to medwatch with patient identifier (B)(6) for information on the cholesterol results and medwatch with patient identifier (B)(6) for information on the iron results.

Manufacturer narrative:
Electrophoresis testing was performed on one of the samples. The results show a high concentration of gamma-globulins which indicates a possible gammopathy. It was found that the sample on (B)(6) 2022 did not produce results due to a clogged needle indicated by an alarm flag. The investigation found that proteinemia, most likely caused by the high concentration of gamma-globulins, is the cause of elevated viscosity of the samples, which caused sample needle blockage.